Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was confirmed in the event history log. The cause of the issue was worn out clutch parts. The left/right clutch, clutch spring, worm gear, worm coupling, and motor were replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a motor rate error. There was no reported patient involvement.